Event description:
Customers' spouse reported device = 341 mg/dl. Spouse gave customer insulin based on the result. Customer's device went low and spouse gave customer peanut butter and orange juice to raise glucose level. No controls were used. Device strip info was not provided. A request was made for return product and replacement product was sent.